Manufacturer narrative:
This report is submitted on may 6, 2019. (B)(4).

Event description:
Per the audiologist, the patient experienced a skin infection and the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device as of the date of this report.